Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. No patient information provided

Event description:
It was reported that there was concurrent flow during an infusion. It was noted that "when they are running a primary and secondary they claimed they need to clamp the primary line because of their belief that the infusion pulls from both bags."

Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was concurrent flow during an infusion. It was noted that "when they are running a primary and secondary they claimed they need to clamp the primary line because of their belief that the infusion pulls from both bags." There was no patient harm.